Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred (alarm 20). Customer¿s blood glucose level was high mg/dl with moderate levels of ketones. A manual injection was administered to address bg. The customer reverted to manual injections for insulin therapy.